Event description:
On (B)(6)2009, the sales representative reported that the sequoia closure top starter was stripped. Add'l info received from the sales representative on 10/20/2009. A heavy set female pt underwent a primary tlif on l5-s1 on (B)(6)2009. The sequoia closure top starter was worn and would not sufficiently hold the closure tops. Bone wax was added to the closure top and the closure tops held for the remainder of the surgery. However, the representative stated that both ends were worn, in her opinion, due to normal wear and tear. There were no dropped closure tops and the surgeon was able to complete the surgery as indicated. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. A review of the device history record indicates the part met specification. Visual and functional eval indicates the hex mating tips are worn to not hold the closure top. The event meets the reject criteria of instrument wear due to normal use.